Event description:
It was reported that the customer experienced a blood glucose (bg) level of 386 mg/dl; the cause of elevated bg was unknown. The customer went to the emergency room and was monitored and stayed on pump until bg lower into range. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. The customer declined any further system checks or assistance.